Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 2 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the intensive care unit on (B)(6) 2017 with bacteremia, and suspicion of possible vegetation in the lvad inflow cannula. On (B)(6) 2016, the patient¿s blood cultures were positive for staph epidermidis. The bacteremia was persistent with gram positive cocci despite aggressive antibiotic therapy. The bacteremia was reported to be lvad related, possibly from cellulitis at an unspecified site. The original source, however, was reportedly not proven. During admission, the patient was treated with IV vancomycin, daptomycin, and rifampin. The inflow cannula mass remained present on an echocardiogram performed on (B)(6) 2017. Even with antibiotics the bacteremia had not resolved as of (B)(6) 2017. While in the hospital, the patient suffered intracranial bleeding with right sided hemiplegia and seizures that required aggressive anti-epileptic treatment. On (B)(6) 2017, a CT scan revealed vasogenic edema and an acute left cerebral parenchymal hematoma with subarachnoid extension, which was reported as possibly a thromboembolic event. The cerebral bleeding was not surgically evacuated. In response, the patient was taken off anticoagulation for 2 weeks and was in the neurology ICU. After the 2 weeks, warfarin therapy was resumed. It was reported that there was no evidence of pump thrombosis at that time based on the patient¿s ldh and pump parameters. The patient¿s goal inr was set at 1.5-1.8. It was reported that the patient continues with severe neurological deficits including right hemiplegia and seizure activity, which had improved. The patient was transitioned to hospice care and was transferred to a local hospice care facility. No additional information was provided.

Manufacturer narrative:
Corrected information ¿ it was subsequently reported that the patient expired on (B)(6) 2017.

Event description:
Correction information: it was initially reported that there was vegetation on the inflow cannula. However, additional information provided by the implanting center reported the presence of thrombus in the inflow cannula. Additional information: it was reported that the patient was hospitalized on an unspecified date and had the heartmate ii lvad implanted on (B)(6) 2015. Reportedly, the patient did not feel well in general since the lvad implant and had not been discharged post-implant until transitioned to hospice care. It was reported that the patient had a prolonged recovery and required re-exploration on an unspecified date due to a mediastinal abscess with staphylococcus epidermidis. The patient developed fevers and night sweats which led to the discovery of positive cultures of s. Epidermidis previously reported. The driveline did not appear to be infected and a computerized tomography (CT) scan of the chest, abdomen, and pelvis on (B)(6) 2017 was negative for infectious source. On (B)(6) 2017 a transesophageal echocardiography (tee) found probable vegetation at the inflow cannula. The patient continued on warfarin and was started on heparin gtt. The patient¿s inr was followed closely with an inr goal between 2.0 and 2.5. Reportedly, thrombus in the inflow cannula was diagnosed by tee during the patient¿s lvad implant hospitalization. A repeat echocardiogram (echo) on (B)(6) 2017 showed the continued presence of thrombus and a repeat echo on (B)(6) 2017 showed that the lvad inflow cannula thrombus was appreciated. At the time of the previously reported stroke, on (B)(6) 2017, the patient¿s inr was 1.2 and partial thromboplastin time (ptt) 49.9. The patient was still receiving heparin and had no episodes of supratherapeutic ptt while during this heparin treatment. Subsequently, the patient expired on (B)(6) 2017 due to asystole and acute intracranial hemorrhage.

Manufacturer narrative:
No product was returned for evaluation. The report of vegetation or thrombus in the inflow cannula could not be confirmed as the device was not returned for evaluation. A correlation between the device and the reported infection, device thrombosis, and stroke could not be conclusively determined. Review of the submitted system controller log file revealed no atypical alarms and the pump appeared to be operating as intended. Infection, sepsis, thrombus, peripheral thromboembolic event, stroke, bleeding, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.